Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018 that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated the sensor caused a horrible scar. The patient saw a little chunk of sharp plastic poking through the sensor adhesive, and alleged that this may have caused the reaction. A photograph was provided for evaluation. Confirmation of the alleged skin reaction was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.